Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe prior to patient use. The spring wire guide was kinked. No patient involvement was reported.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe prior to patient use. The spring wire guide was kinked. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4) the customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed on the assembly. The arrow raulerson syringe (ars) was not returned. Visual analysis revealed that the guide wire had two kinks towards the distal j-bend of the guide wire. Both welds appeared full and intact. Visual inspection with the ars from the event could not be performed as it was not returned for analysis. The kinks on the guide wire measured 14mm and 29mm from the distal tip. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.854mm, which is not within the specification limits of 0.788-0.826mm per the guide wire product drawing. This suggests that the customer either returned the wrong guide wire or reported the incorrect material. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was inserted through a lab inventory ars and 18ga introducer needle subassembly. The guide wire was able to pass with little to no difficulty. Functional inspection with the ars from the event could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire was confirmed by the customer provided photo; however, a complete visual inspection could not be performed as the ars was not returned. Visual analysis revealed that there were two kinks towards the distal end of the guide wire. The outer diameter of the guide wire was not within specifications of the one that comes in the reported kit; therefore, the customer either returned the wrong guide wire or reported the wrong material. The guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.